Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow up with chest pain. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. A chest x-ray was performed which indicated right ventricular (rv) lead perforation of the myocardium and pericardium with the lead tip resting against the patient sternum. The patient had mild pericardial effusion. The patient was scheduled for lead extraction procedure. During procedure, it was noted that the right ventricular lead also exhibited loss of capture. The right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
(B)(4).